Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking iodine. This event occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye which noted a damaged female connector on one unit. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Functional testing failed on one unit which leaked. The reported issue was verified the cause was determined to be damage to the female connector. The cause of the damage was not determined. The second sample had no issues noted. Should additional relevant information become available, a supplemental report will be submitted.